Manufacturer narrative:
This incident occurred outside the united states.

Event description:
Pt reported that the menu button on the infusion device was not functioning properly. This was noticed after the infusion device displayed e1 cartridge error and pt attempted to change the insulin cartridge. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The infusion device was thoroughly evaluated, and the menu button does not respond. There are particles of plastic inside the housing of the menu button. These particles temporarily isolate the area of contact inside the button housing, and due to this problem, the menu button is without function. E1 cartridge empty errors were found in the history, and the e1 cartridge empty error could not be cleared due to the menu button.